Event description:
It was reported the patient¿s stimulator was in overdischarge for the first time. It was noted a physician mode recharge (pmr) successfully reset the device. It was reported the patient had not recharged in over two years. It was noted the patient was able to recharge after several pmr attempts. It was reported the patient was to be seen on (B)(6) 2014 for reprogramming. It was reported that communication was not possible with the recharger, patient programmer, or physician programmer. It was noted that it was not known if a power on reset was seen. It was reported the patient¿s stimulator was at end of service (eos). It was noted that lead eight to fifteen had impedances greater than 20,000 ohms. It was reported a stimulator replacement was anticipated, but not scheduled.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).